Event description:
The manufacturer received information alleging an everflo oxygen concentrator shut down while in patient use. The patient was found not breathing and was taken to the hospital. The patient was placed on a ventilator and expired at a later date. The device has yet to be returned for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported in section h1 as serious injury. The corrected information in section h1 is death and is corrected in section h1.

Manufacturer narrative:
The manufacturer previously received information alleging an everflo oxygen concentrator shut down while in patient use. The patient was found not breathing and was taken to the hospital. The patient was placed on a ventilator and expired at a later date. The device was returned to the manufacturer's service center for further evaluation. The unit arrived with an aftermarket patient tubing and humidification container. The tubing is kinked in multiple locations and the tubing appears mostly filled with water were external visual inspection. The manufacturer found unit appears well used, full of dust/dirt/dander/household particulate throughout was internal visual inspection. Unable to reproduce the allegation. Unit performed as designed producing therapy. The unit did however exhibit a single tolerance out of spec (see uploaded test data sheet for details/values,) it was determined negligible in nature by the team of experts. The unit performs as designed; however, produced a single negligible out of tolerance specification (see uploaded addendum for photos/data sets/values,) however that data point would not affect the unit's ability to provide appropriate therapy (per the end users prescription.)